Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, heart rate and waveform, and defib at 200 joules without duplicating the reported malfunction. The device was recertified and returned to the customer. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. As part of the investigation related to ECG leads view, the ECG connector of the device was replaced. ECG leads is a different path than pads ECG so the defective ECG connector does not explain the customer report of no ECG in pads. No trend is associated with reports of this type. Review of the activity logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.